Event description:
The defibrillator's display failed a third time. The first two attempts to repair the unit were unsuccessful. The original event is reported in MDR 1218950-2002-00039. The customer was given another unit as a loaner, and the original device is being returned to the factory for eval.